Event description:
It was reported that this tactra penile prosthesis exhibited a mechanical issue. It was noted that the implant was rotating. The physician tried to resolve the issue but was unsuccessful. The tactra is currently implanted, and the replacement surgery is already booked. The physician is planning to implant a bigger tactra device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.